Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced diplopia and blurred vision when the stimulation was turned on. The pt was implanted approx one month ago and was in clinic on july 21st for first programming session. The therapeutic effect was excellent on one side, but the pt experienced side effects on the other even at 0.1v. The initial programming when the pt came into clinic on (B) (6) 2009 was 0 negative, 3 positive, rate 160, pw 60. Side effects occurred at 0.1v up to 0.6, when it became intolerable. The hcp indicated she had tried 0 negative, 3 positive as well as 1 negative, 3 positive and with the same side effects. The hcp indicated there is no known accident or incident related to this complaint. The pt's neurosurgeon had no concerns about lead migration or placement and did not feel any repositioning of the electrode was necessary. The hcp indicated she would consult further as she felt the pt should not have side effects from the therapy. Additional info has been requested and a follow-up report will be submitted if additional info becomes available.